Event description:
The customer reported that during a potassium infusion the rn had a pump module that was frequently alarming. Upon opening the module door, it was discovered that the a piece of the safety clamp-ail sensor assembly housing was broken. The broken piece prevented the tubing from being clamped when the door opened and the nurse had to use the roller clamp on the tubing in order to prevent a free flow event. There was no harm caused to the patient due to the event.

Manufacturer narrative:
The reported event of si-20816; clamp fell out; broken safety clamp-ail sensor housing file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted CAPA reference: ca-(B)(4).

Event description:
The customer reported that during a potassium infusion the rn had a pump module that was frequently alarming. Upon opening the module door, it was discovered that the a piece of the safety clamp-ail sensor assembly housing was broken. The broken piece prevented the tubing from being clamped when the door opened and the nurse had to use the roller clamp on the tubing in order to prevent a free flow event. There was no harm caused to the patient due to the event.